Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Additional findings include that the proximal conductor was distorted, blood in/on helix mechanism and apparent explant damage. Full lead returned and analyzed.

Event description:
It was reported that there was difficulty implanting the right atrial lead because the distal end of the lead would not accept a stylet. It was also noted that there was difficult patient anatomy. The lead was removed and it was decided to not use another atrial lead. No patient complications have been reported as a result of this event.